Event description:
Additional information was received stating as per surgeon¿s opinion, distortions were more than usual caused the event. There was no patient harm.

Manufacturer narrative:
The lens was returned in liquid in a small specimen cup. The lens was removed for evaluation. The lens had been cut almost in half across the center of the optic, typical of a removal. Power and resolution could not be checked due to the optic damage. Qualified associated products were indicated. The root cause for the reported visual issue could not be determined. Due to the optic damage power and resolution could not be verified. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (3.00yl), 16.0 diopter (extended 1.5 diopters of focus) lens was replaced with a monofocal company (2.25cyl), 16.0 diopter lens. The change to a monofocal lens with a change in the cylinder power may indicate the replacement lens was a better choice for the patient's visual needs. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the lens was explanted and replaced with another lens in a secondary procedure. The patient and clinical reason for the explant was distortion and poor vision quality affecting adl (activities of daily living). Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).